Event description:
It was reported that the patient wanted the device to be removed due to too much movement of the device. The device was explanted and not replaced. No patient complications have been reported as a result of this event. The patient was enrolled in the insight xt study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.